Event description:
Prior to a lv lead revision procedure for dislodgement, device interrogation showed patient notifier triggered an alert for multiple episodes of non-sustained lead noise. High pacing thresholds were also observed. Slight decrease in impedance and sensing were also noted. When repositioning was unsuccessful the lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomaly was found.